Manufacturer narrative:
(B)(4). Date sent: 6/13/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify that when the "operator meant they couldn't see the staples line where the firing had been done" if the staple line was incomplete? Or was there an issue with staple formation e.g. Malformed, unformed, etc.? Operator meant they couldn't see the staples line where the firing had been done. They thought it was not stapler in about 1cm.

Event description:
It was reported that during a thorax lobectomy procedure, device firing the vein. Discovered bleeding that looked like about 1cm distal. Operator meant they couldn't see the staple line where the firing had been done. They used sutures to stop the bleeding. They used the device once more under the same operation and it worked normally. They said the whole vein lying inside the gap and it was good clearance distal to tip. Outcome is ok and all is well with patient.

Manufacturer narrative:
(B)(4). Batch # n53j6v. The analysis results showed that one vasecr35 cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.